Manufacturer narrative:
(B)(4).

Event description:
During surgery, thee lead pin was verified to be fully inserted into the generator header and high impedance again resulted on system diagnostics. Analysis of the explanted generator confirmed that the unable to communicate was due to normal end of service, which is why diagnostics could not be checked pre-operatively. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
It was reported that during generator replacement surgery for end of service high impedance was observed with the new generator attached to the existing lead. The lead pin was verified to be fully inserted into the generator header and high impedance again occurred. There was no visible lead fracture. The surgeon did not perform a lead revision due to extensive scar tissue from the previous lead implant. The new generator was left attached to the existing lead and the incision was closed. The explanted generator was received for analysis on 07/06/2016. Analysis of the generator was completed. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. No known surgical interventions to replace the lead have occurred to date.